Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.

Event description:
It was reported that while using the flipcutter to retrodrill a socket on the femur, the surgeon experienced what she said felt like a "clunk" after about 5-8mm of retrodrilling. Surgeon then advanced the flipcutter back into the joint to gain visualization. Once advanced back into the joint, it was confirmed that a piece had broken-off and was floating in the joint. Over the course of the next two hours, the surgeon tried to remove the object using graspers and flushing the knee. She eventually lost visualization of the object. A c-arm was brought in, but nothing showed so a mobile x-ray machine was brought in and the object did not show on that either. The surgeon deducted that the piece had probably been flushed out, but there was a small chance it was still in the knee. The procedure was completed. Case: acl, left knee. The quality of the bone was hard.